Event description:
During a percutaneous pinning of left hip procedure, the surgeon was completing final tightening with the cannulated 4.0 mm hexagonal screwdriver and the tip of the screwdriver broke off. The broken fragment was retrieved and discarded of. The screw was not fully seated and as the surgeon turned the screwdriver to seat the screw, the screwdriver tip snapped. The surgeon used another screwdriver to complete the procedure with no further problems. No harm to the patient was noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and the report indicates almost the entire hex tip has broken off just above the transition to the shaft. The break is jagged on one corner but straight otherwise. The broken tip was not returned for evaluation. Several wear marks exist on the shaft which is consistent with field use. Several spots resembling water marks exist on the shaft. The returned device was manufactured in september 2002 and is over 10 years old. This issue was addressed on several prior complaints and an internal corrective action was initiated to address it. (B)(4). The shaft ((B)(4)) on this complaint is lot# 4450679 and was manufactured in september 2002 prior to implementation of the corrective action. The design risk assessment was reviewed and found to be adequate for the intended use. A review of the device history record revealed no complaint related anomalies.